Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer's high blood glucose during hospitalization was 1000mg/dl. Customer was treated with insulin drip; customer was wearing insulin pump at the time of hospitalization. During troubleshooting the customer stated the drive support cap was flush. Advised customer the pump will be replaced and return to back up plan. The blood glucose reading was 114mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.